Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the complaint device could not be performed as the device was not returned. A document based investigation was performed including a review of instructions for use (IFU), trends, and quality control data. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. A search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. The IFU provides the following information to the user related to the reported failure mode: contraindications: "transverse fetal orientation" "prolapsed umbilical cord" warnings "the product should not be left indwelling for longer than 12 hours." Instructions "patient preparation" "1. Perform an abdominal ultrasound to confirm singleton, vertex presentation and to rule out partial or complete placenta previa and/or placenta percreta." The complainant did not return the complaint device to cook for investigation. Cook has not received a complaint for a similar product and a similar failure mode where the complaint product was returned for physical examination. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the available information, cook has concluded that the complaint device did not contribute to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected fields: a2, a4, b2, h6: conclusion code 1 and 2. Additional information: b3, b5, b7, h6: method code. Investigation - evaluation. It was reported a cord prolapse occurred after induction of labor using a cook cervical ripening balloon w/stylet. (B)(6) informed cook on (B)(6) 2019 of incidents involving an unspecified number of cook cervical ripening balloon with stylet (j-crbs-184000) from an unknown production lot. Reportedly, the customer is using the device as the first line of pre-induction and has had a cluster of transfers lies and cord prolapses spread across two sites. The customer has adapted their guideline and sop to reflect this. No additional patient harm was reported. Additional details were received on (B)(6) 2020, after the first follow up report had been sent. Additional information that was not included in our investigation - evaluation on the previous follow up MDR. The instructions for use contraindicates, "presenting part above the pelvic inlet" and warns "the product should not be left indwelling for longer than 12 hours." As reported by the complainant, these instructions were not followed. Based on the available information, it was concluded that the user's failure to follow instructions likely contributed to the reported failure. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided by the customer (B)(6) 2020: details and sequence of events as follows: 15:27 on (B)(6) 2019 the cook cervical ripening balloon w/stylet (crb) was placed. Fetal station and lie at the time of placement were described as" long cephalic roa 3/5 palp (verified by abdominal palpation). Vaginal exam : -3 to spines, membranes intact.. Cardiotocography was monitored post crb insertion with regular fetal heart tones heard over night. Cardiotocography (ctg) again at 0700 and 1620 prior to removal, (and then continuous until delivery). 16:30 on (B)(6) 2019 the crb was removed. After being indwelling for 25 hours. It is reported that the crb did not malfunction in any way. 16:35: artificial rupture of membranes (arm) was performed. Fetal station at the time of arm was reported as -2 to spines. Ctg was reviewed by the physician and epidural was placed. Ctg and epidural continued. 20:15: consultant review with vaginal exam, 3cm dilated with cord felt. 20:28: the patient was taken to the or for category 1 lower segment cesarean section (lscs). At this time, the spinal was redosed ("topped off"), and ctg was reported as normal. 21:09: baby was delivered in good condition.

Manufacturer narrative:
(B)(6). Occupation: midwife. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during labor induction using a cook cervical ripening balloon w/stylet for pre-induction in an outpatient setting, an unspecified number of patients have experienced transverse lie and/or umbilical cord prolapse. No product malfunction was reported. No additional consequences to the patients have reported. Additional information has been requested to clarify number of patients involved, as well as patient/event details. At this time, no additional information has been provided